Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported his skin developed a bacterial growth, at the site where his ICD was removed has gotten infected. The patient reported having infections in the past. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to change the garments daily. The patient was also given cefepim, vancomycin, and sureprep cream from the doctor. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported his skin developed a bacterial growth, at the site where his ICD was removed has gotten infected. The patient reported having infections in the past. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to change the garments daily. The patient was also given cefepim, vancomycin, and sureprep cream from the doctor. Follow up indicated the irritation improved. Supplemental report 9/13/2021: submitting report to correct section g4.